Event description:
On 01/30/07, nellcor rec'd a report where it was claimed that the device "twisted" during pt use. The caller stated that the pt was complaining to discomfort so the end clinician elected to remove the device and replace. Visual inspection of the removed trach revealed that the device was "deviated to the left". The tube was replaced without incident.